Manufacturer narrative:
No evidence was found with the implant itself after evaluation, consumer reported pain and inadequate bone quality / bone quantity.

Event description:
Customer reported inadequate bone quality / bone quantity and pain